Manufacturer narrative:
Zoll has not received the autopulse platform [sn (B)(4)] for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform [sn (B)(4)] displayed user advisory (ua) 20 (position out of range) error message. The user performed troubleshooting by reseating and replacing the autopulse lifeband, however user was unable to clear the message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.